Event description:
A pediatric patient with a history of osteosarcoma was treated with wide resection and reconstruction with extendable prosthesis nine years ago. The patient underwent multiple lengthening procedures. In the most recent lengthening surgery, the screw driver broke into the lengthening system not allowing any further lengthening of the prosthesis. The patient was taken to the operating room (or) to have her prosthesis revised. The malfunctioning part was removed and sent to pathology. A new adult prosthesis was surgically placed in the patient.